Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a generator change out, it was noted the right ventricular (rv) lead had insulation damage. The physician noted a minor abrasion from what was described as "rubbing." The lead was repaired with a suture sleeve and medical adhesive. The lead is functioning as expected. The lead remains in use. No patient complications have been reported as a result of this event.